Event description:
It was reported that a patient presented with under-sensing, inadequate therapy, sensing issue on the discrimination channel, and inappropriate shock noted on the patient's implantable cardioverter defibrillator, resulting in minor arrythmia. Corrective programming changes were made. No adverse patient consequences were reported.